Event description:
It was reported that a loss of capture and sensing were observed. X-ray revealed the lead appeared to be stretched. Lead was explanted and replaced when repositioning was unsuccessful. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.